Event description:
Patient called to report that 6 months after she had breast implants, she started having the following symptoms: fatigue, muscle pain, joint pain, flu like symptoms, sever hair loss, complete loss of energy, brain fog, sleeping problems, lack of concentration, constant coughing, and pain on her breast. There are also some minor problems that the patient did not list above. Patient went on to say that she was having difficulty functioning as a physician considering their demanding schedules. Patient stated that she did not know the above mentioned symptoms were attributed to the implants until she researched it on the internet herself. Through her research she found out that millions of women with this implant are suffering from all kinds of complications. She believes the patient¿s rights are not preserved because of lack of information. She said the manufacturer also should advise through brochures and labels of the long term complications of the implant to the consumers.